Event description:
The customer alleged they received questionable carbohydrate antigen 19- 9 (ca 19-9) results for one patient on their analytical e module. The patient's sample was initially tested on a cobas 6000 e601 analyzer, serial number (B)(4) at another laboratory. The customer stated that before getting the initial patient result, they received clot alarms. The customer centrifuged the sample and repeated it. The initial result was 627.5 u/ml. The patient was not satisfied with the result, claiming it was too low. The patient was then tested at another hospital and had a result of 1350 u/ml. It was possible this sample was tested using an abbott architect. On (B)(6) 2013, the patient's sample was retested at the original laboratory and the result was 664.7 u/ml. On (B)(6) 2013, the sample was then diluted and tested at another laboratory using a siemens advia centaur analyzer with a result of 1926.0 u/ml. The original laboratory thought there might be a hook effect, so they diluted the sample 1:10 and the result was 733 u/ml. On (B)(6) 2013, the sample was then tested on the analytical e module in this laboratory and the result was 666.6 u/ml. The patient was not harmed by this event. The ca 19-9 reagent lot number was 00170785 and the provided expiration date was 06/2014. The patient's results were reproducible within the testing methods, but not amongst different test methods. These differences are likely a result of the different ca 19-9 antibodies used in the different assays. The different antibodies recognize different parts of the molecule, and antigen heterogeneity may account for part of the difference seen between the methods. This issue is covered in the product labeling.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided. (B)(6).

Manufacturer narrative:
One patient sample was returned for investigation. The sample was tested using ca 19-9 retention lot 170785 on a cobas e601 analyzer. The sample was tested undiluted, diluted 1:2, and 1:10. The ca 19-9 results showed some variation but roughly agreed with the customer's results.